Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of device showed the whole pump is badly damaged, broken top case, cracked bottom case and both plunge cases also missing case seal. Motor rate error was found during occlusion test. The root cause of the reported issue was normal wear, device was over six years old. Combination of worm coupling, leadscrew and clutch halves worn out from normal wear / use. Pump is over 6 years old and is need of maintenance. Actions taken to mitigate the reported issue: replaced worm coupling, leadscrew and clutch halves. Performed occlusion test and all functional tests which passed.

Event description:
It was reported that motor rate error event occurred. No patient injury reported.